Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d4: catalog number: partial number indicated, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: (B)(6) 2018, only year is known as exact date is unknown/not provided. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during slit lamp examination of the intraocular lens (iol) implanted in (B)(6) 2018 inside the patient's right eye (od), the doctor observed a completely brown iol, which appeared as a gray glow in the optical coherence tomography (oct). The iol in the other eye, implanted in (B)(6) 2016, was clear. Account indicated that the patient underwent pars plana vitrectomy (ppv) in both eyes following cataract surgery, and that both iols were implanted by a surgeon located at a different site. The doctor had no data and did not provide any further details. The doctor mentioned to have never seen anything like this with johnson & johnson lenses. The patient has no visual impairment and has not noticed any issues. The patient was informed of the findings, and no further steps are planned. No additional details were provided and no further information is available. This report is for the lens implanted in the right eye (od). A separate report is being submitted for the lens implanted in the left eye (os).

Manufacturer narrative:
Additional information: section g3 - date received by manufacturer: 27-mar-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Photographs provided by the customer were evaluated. The photographs showed a patient with both eyes pseudophakic, claimed to be implanted with a single piece monofocal iol, model zcb series. The photograph of the patent's right eye showed a lens with hyperreflectivity potentially corresponding to iol discoloration. The potential clinical impact of the reported issue in the right eye cannot be determined from an optical coherence tomography (oct) evaluation, a clinical context is required. The root cause cannot be determined from an oct assessment. The complaint issue "discolored" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the limited information regarding the type of lens involved, the probability of occurrence of the reported event cannot be compared to the values established in the product risk management files for the specific lens model. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.